Manufacturer narrative:
Insulin pump received with no button response at down arrow button due to unlocked j2 connector on lcd board. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump down button was not responding. The insulin pump will be returned for analysis.